Event description:
After 1 month of implantation, this pacemaker was explanted because of intermittent loss of ventricular capture. This was a whole system explantation, and the lead involved with this case was also reported on MDR.